Event description:
It was reported via repair work order that the fowler had unintended movement due to a damaged siderail. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.